Event description:
Electrode is heating up too hot. Dr almost got burned. Customer said that it is not just the ball part getting too hot but other end also gets too hot. During the course of the procedure the electro end turned black and they had to continue to clean it off. There is no report of pt or physician injury.